Manufacturer narrative:
The customer declined distributor service. No repair information available. No report of patient involvement. Incident date: not provided. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs - (B)(4).

Event description:
The customer reported a malfunction resulting in the loss of display during pre-use checkout. There was no report of patient involvement.